Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Study source: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(4) study. On (B)(6) 2016 the patient was admitted to the hospital for the bt procedure as planned by the physician. On (B)(6) 2016 the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 following the procedure, the patient experienced dyspnea and cough. No treatment was required and it was not necessary to extend hospitalization due to these events. On (B)(6) 2016 the patient's dyspnea and cough were in remission and the patient was discharged from the hospital. On (B)(6) 2016 the patient experienced an asthma exacerbation. The patient was treated with systemic steroids, and a drug was administered or increased to treat the asthma exacerbation (exact medication not reported). The patient was hospitalized due to this event (exact date unknown) and it was reported that the patient¿s asthma was considered to be ¿in remission as of (B)(6)". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.